Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer advised the customer to replace the endoscope and reseat the sterile adaptor to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi has not received the endoscope involved with the alleged issue to perform failure analysis. The probable root cause cannot be determined based on the information provided and phone support details. The issue was resolved after reseating the sterile adaptor and using a backup endoscope. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to the intuitive surgical, inc. (Isi) technical support engineer (tse) that the endoscope's image rotated 180 degrees. The tse advised the customer to cancel the guided tool change feature by pressing the instrument clutch button and reinstall the endoscope; however, the issue persisted. The customer installed a backup endoscope and reseated the sterile adaptor to resolve the issue. The tse confirmed with the customer that the original endoscope's base rotated smoothly. The procedure was completing as planned with no reported injury.